Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges a defective display on the meter. No adverse event reported. No product will be returned.

Manufacturer narrative:
The suspect device was returned but the manufacturer was unable to investigate the complaint of a faulty display due to the condition of the returned device. The returned device would not power on. Upon examination, it was found that the battery compartment and surrounding areas of the meter were contaminated and damaged by liquid residue that prevented the meter from powering on and prevented the manufacturer from continuing with an investigation of the display complaint.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.